Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the e-100 generator would not light up when plugging in the diagnostic tool. The fse inspected the back and found the serial cable has been cut. Fse sent the customer a new core cable to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the synchroseal instrument was not working. The led indicator on the e-100 generator was not white after instrument installation on the arm of the patient side cart (psc). The customer power cycled the e-100 generator several times. The instrument was not in use during the call and the customer did not replace the instrument. The customer chose to not use the synchroseal for the rest of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The power cord prevented the instrument from working. There was no harm to the patient.